Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022 the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022, the consumer had a pcr test performed and the result was negative. The type of test used was unknown to the consumer. The consumer did not have any symptoms and feels okay. No other information can be provided. No additional information about treatment and outcome was provided.